Manufacturer narrative:
(B)(4). The device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient with a history of low back pain that radiates down the legs bilaterally with numbness in both legs and stenosis underwent an unknown spinal fusion at l4-l5 with bmp. At an unknown time post-op, the patient presented with severe back pain and left posterior lateral hip discomfort. No further details are known at this time.